Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pilot valve for the manifold is leaking. Additional malfunctions are the bacteria filter for the sound box is contaminated and the tie straps for the sieve beds are defective.